Event description:
Same case as MFR#2134265-2012-03079. It was reported that during a treatment procedure, a shaft fracture occurred. The physician advanced 2.0mmx100mmx150cm coyote balloon catheter on the 300cm choice pt es guidewire. Halfway to the target lesion the devices met with significant resistance. The physician attempted to withdraw the devices but was unsuccessful and the shafts of both devices fractured outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)